Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU) and specifications was conducted for this investigation. The product was not returned to assist with the evaluation. Further communication with the physician indicated that the patient's fallopian tube was tortuous, and that the physician was using the wire guide to open /clear the left fallopian tube by advancing the wire guide toward to ampulla. The patient was discharged from hospital without permanent injury. The IFU contains the warning: "the wire guides in the fallopian tube catheterization sets are intended only to facilitate placement of the inner catheters. They are not intended for tubal recanalization and should not be advanced beyond the tubal isthmus". Based on the information provided the wire guide was not used in accordance with the intended use as stated in the IFU. Device code: tip separation is not labeled.

Event description:
On (B)(6) 2015 the physician performed the left side fallopian tube obstruction recanalization for the (B)(6) female patient. During the process of removing the wire guide, the tip of wire guide separated. The tip of the wire guide wedged in the narrow part of the tubal . The physician failed to remove it with forceps. There was still part of device remaining in the tubal and uterine cavity. After consultation, the patient was transferred to gynecology. On (B)(6) 2015, the physician removed the device portion via laparoscopy. It was noted that the patient's fallopian tube was too tortuous. The patient has been discharged from hospital with no damages reported. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.